Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h5, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised approximately 3 months post implantation due to an suspected nickel allergy. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 886240. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 437540. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 098780. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 918800. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 855910. Catalog #: 115398, comp rvs cntrl 6.5x40mm st/rst, lot # 655670. Catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 656600. Catalog #: 113611, comp primary stem 11mm micro, lot # 65319533. Catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 65434165. Catalog #: 110031399, mini tray std cocr +0 offset, lot # 65398274 customer has indicated that the product will not be returned to zimmer biomet for investigation, as its been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00355, 0001825034-2023-00356, 0001825034-2023-00357, 0001825034-2023-00358, 0001825034-2023-00359, 0001825034-2023-00360, 0001825034-2023-00361, 0001825034-2023-00362, 0001822565-2023-00438, 0001822565-2023-00439. Requested but not returned by hospital.